Event description:
During a bladder stone removal procedure, the mechanical lithotrite was allegedly used on a 3 cm stone. After the stone was broken in half, the jaws became stuck and would not close completely. The instrument was removed with the jaws slightly ajar.